Manufacturer narrative:
H4: the device was manufactured from february 10, 2020 - february 11, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused medication to the patient. It was observed that the device completed the drug delivery in a shorter time than expected. The device had been filled with morphine hydrochloride and dexamethasone. There was no patient injury or medical intervention associated with this event. No additional information is available.